Event description:
Assisted living nurse reported blood glucose results of 77 mg/dl and "300's" mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.